Event description:
In 1999 a 26mm diameter x 16.5cm length, aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. During routine follow-up examination (at approximately 1 year) a 1.5cm distal migration of the implanted device was noted. Subsequent follow-up occurring in 2000 noted further distal migration of the stent. The pt underwent successful placement of two additional aortic extension cuff stent grafts in 2000 with good apposition at the proximal aorta. The physician felt that the patient's unfavorable "hour-glass" aortic morphology and aortic landing site of less than 1cm contributed to the migration of the device. The pt is reportedly doing well, and there are no additional clinical sequelae reported relative to this event.